Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer's reported issue logged in the iabp log files. The stm ran the safety disk leak test and noted that it was out of factory specifications. The stm adjusted the k3 and k5 on the pneumatic assembly. In addition and unrelated to the customer's reported issue, the stm also observed the autofill calibration was out of factory specifications. The stm adjusted the autofill assembly to fall within factory specifications then ran the safety disk leak test six times without any errors. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra- aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement and no adverse event was reported.